Manufacturer narrative:
Correction: for lot # 43776 (supplier derived), the corrected lot # is 9212100163 (medtronic derived). The medtronic assigned lot number for the supplier lot # 40740 could not be determined. Manufacture date correlates with lot # 9212100163. Unable to obtain manufacture date for lot # 40740 as the lot number provided is the supplier lot number and is not associated with a manufacture date within the medtronic system.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the ratcheting handles were damaged. The metal piece on the back of each of the three handles appeared damaged. The surgeon did not want to use any of the broken handles because they could not hammer on the handles. Different handles from another instrument set were brought in and used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device manufacture date for device #1 and #2 reported on the initial MDR as lot number 40740 was identified by the contract manufacturer to be 5/23/2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient age not available from the site. Device lot number are for 3 separate instruments. Two instruments have the lot number of 40740 and 1 instrument has the lot number 43776. All 3 suspect devices were returned to manufacturer for analysis on (B)(4) 2014. Device manufacturing dates are unavailable at this time. A medtronic representative performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect devices finds that as reported, the end cap has been broken off of each of the three handles. Otherwise, each handle has normal ratchet function and receives instruments without issue. Mechanical failure, pieces broken. Directly caused event.